Event description:
A problem has been recently found in rptr's linear accelerator. When setting up a radiotherapy portal, a discrepancy between the collimator settings and digital display was observed. No interlock was prompted. Svc personnel traced the fault to a breakdown of the connection between the potentiometer which enables the display and the motor drive responsible for moving the collimator. No pt was affected.